Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event on the ipg, but further information was unable to be obtained. Additional suspect medical device components involved in the event: model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: sc-4318. Serial number: n/a. Batch/lot number: 32745458. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the leads and anchor after experiencing a fall that resulted in lead migration and inadequate stimulation. The implantable pulse generator (ipg) was also explanted due to an unknown reason. The devices were disposed by the facility and will not be returned for analysis. Postoperatively, patient was reported to be doing well.